Event description:
Patient underwent glaucoma tube shunt implantation surgery on (B)(6) 2024 with use of the corneat everpatch to cover the tube. Conjunctival retraction with exposure of the patch was seen at postop week 7. Patient has been followed for 17 weeks without further revision surgery to date.